Event description:
Caller reported a malfunction on the pump, with no notable events before alarms. There was no reported adverse impact to the customer¿s blood glucose level. Technical Support provided Pump Reset Information and assisted caller with resetting the pump. No additional information was provided.

Manufacturer narrative:
In use at the time of the event: CGM model: Unknown.4EATRD. Mobile OS: Unknown.